Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004011, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004011 was manufactured according to the work instruction (wi) version 77 and packaging in the machine multivac 12 on 31-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k04923 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 31-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3l01725 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 11-nov-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03773 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 30-oct-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3k04908 was manufactured according to the wi version 40 and manufactured in the machine 04-05-08, on 30-oct-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3l01400 was manufactured according to the wi version 41 and manufactured in the machine 04-05-08, on 10-nov-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3k02798 was manufactured according to the wi version 40 and manufactured in the machine 04-05-08, on 27-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the tubing. No further information available.